Event description:
It was reported that the screen went blank while being used on a patient. The unit was swapped out and no patient harm was reported.

Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: review of the log file confirmed that the device experienced a cfb error and determined that a main board for was required. A field service engineer went onsite to replace the main board and completed all required tests and put the vent back in service. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.